Event description:
A nurse bumped the delta xl/ids and the gcx arm separated and the monitor and ids fell to the floor. There was damage to the ids power connector. There were no injuries. The ids has since been repaired and put back into service on a different gcx arm.

Manufacturer narrative:
The suspected device has been requested for evaluation. Once the investigation is complete, additional information shall be provided in a follow up report.